Event description:
Baxter canada reported 10 incidents of a broken roller clamp with the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.